Event description:
Customer states the unit blanks out while attempting to run extended self test. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).